Manufacturer narrative:
D9 - date returned to mfg: 12/18/2025. Received one (1) used. List #011-a1214, ext set, pur smallbore bifuse w/2 clave¿; lot #14149724. One (1) used. List #unknown, 5 ml b-d plastipak syringe; lot #unknown. A stick down was observed on one of the microclaves and occurred upon decontamination. The reported complaint of a leak could be confirmed. The returned sample was observed to have a stick down after decontamination. The sample was disassembled and found to have a damaged spike. The probable cause is from the use of an incompatible mating device. The dfu states: do not use dead end caps on microclaves. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
G4: model number is not sold in the us, but similar device is sold under model k964435. This product was used for the product code, and 501k. I suggest a1064 for the k964435. Investigation summary the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Event occurred regarding an ext set, pur smallbore bifuse w/2 clave where the reporter stated the following: ¿during my 6-hour monitoring session, I noticed that liquid was "dripping" from the unused one-way valve of the "octopus". I installed a cap on the valve and then noticed that product was still leaking from a plastic weld. This incident took place in infant intensive care. The event occurred during the infusion. For several hours, only the parenteral nutrition bag had been administered, continuously." There were no adverse events noted or delays in therapy. There was no need for medical intervention. There is patient involvement.